Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables and power source. The charging cable plug was noted to be loose in the pump usb port. There was no impact to the customer's blood glucose level.